Manufacturer narrative:
Device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device is not available for return because it was discarded by the hospital. Therefore, no evaluation can be done. Myocardial infarction usually occurs due to obstruction of a coronary artery and inadequate perfusion of the heart tissue. It is common for patients with valvular disease also to have significant coronary disease; therefore, the vast majority of myocardial infarctions will be related to the patient¿s underlying disease. In this case, the operative report and discharge summary have not been provided and there is no additional information to confirm the clinical observation. The device remains implanted; therefore, root cause for the patient's acute myocardial infarction cannot be conclusively determined. For the 3300tfx: the IFU was reviewed. It adequately covers sizing techniques for intra and supra-annular positions including guidance to cover assessment of the coronary ostia and the aortic wall at the sinotubular junction (stj) with the replica end to prevent ostia obstruction and stent post interference with the aortic wall.

Event description:
It was reported via the implant patient registry that a (B)(6) female expired three (3) days after implant of a 21 mm aortic valve due to an acute myocardial infarction. No further details were provided.